Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the camera head had no image, loss of tightness was noted, it was assumed that a cut on the cable caused the reported issue regarding no image. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a therapeutic procedure, image with the hd autoclavable camera head was not visible. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Updated: h6, h10. Corrected: g2. This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the device investigation, the cause of the reported ¿no image¿ issue was due to a faulty/cut cable, resulting in loss of water tightness and deterioration. The root cause of the cable cut could not be determined. The event can be prevented by following the instructions for use which state: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head¿. Olympus will continue to monitor field performance for this device.